Event description:
Customer reported being hospitalized due to high blood glucose levels and dka, had symptoms of vomiting. Troubleshooting was performed and found bent cannula and time was set incorrectly, pump appeared to be functioning properly.